Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. Pre-dilatation was performed and the 3.5 x 33 mm multi-link 8 stent delivery system (sds) was advanced into the guiding catheter. After advancing through the guiding catheter, it was noted that the end of the sds stuck with the end of the guiding catheter. Attempts were made to move the sds, but were unsuccessful; therefore, the sds, guide wire and guiding catheter were removed as a unit. The procedure was completed with a new guide wire, guide catheter and sds. There were no adverse patient effects. No additional information.

Manufacturer narrative:
(B)(4).evaluation summary:an analysis of the returned device confirmed the full length of the stent implant was stretched consistent with the reported information. A conclusive cause for the difficult to position and difficult to remove could not be determined. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation has not yet been completed. A follow-up will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information reported that the stent became stretched during the procedure and dislodged during packing for return.